Event description:
Symptomatology started immediately after implants in 1/20/87. Fatigue, muscle aches and pains, arthritis 1991, dry eyes and irritation and hair loss '92, photophobia, redness in chest and neck, circulatory problems, bloating cramps. Bladder infections, petechiae all over body, difficulty in keeping balance, autoimmune condition, myalgias, severe depresion, cognitive dysfunction, memory loss, inhability to concentrate, serologic abnormalities, thyroid antibodies, antithyroid microsomal antibodies positive. Immunoglobulin g is elevated upper limit. Severe migraine, muscle spasm, chronic fatigue, sleep disturbance, chronic cystitis, pain in breast, anemia, sinus, allergy problems, swelling, joint pains, shakiness, anxiety, sometimes cannot finish a sentence. Cannot do any serial sevens, abstract thinking or recalling, neuropsychiatric symptoms, raynaud's. In 9/94 she has 35% disability, since then she has considerable more health problems and disabilities have increased also. 94-95 adrenal gland severity.